Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: 7150268.

Event description:
It was reported that the physician was unaware when or where the trial patient did the lead pull. The patient was brought to the hospital for complications. The trial leads were kept by the hospital and will not be returned.